Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue was observed in the air/water supply. A root cause could not be identified. Based on the results of the investigation, it is likely that the mage issues were due to plug unit malfunction caused by fluid intrusion. Though olympus confirmed foreign material came out of the device, the specific type of foreign material could not be identified and consequently, a definitive root cause for this failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.